Manufacturer narrative:
Section a4 weight: unknown, information was requested but not provided. Sectiona5 ethnicity: unknown, information was requested but not provided. Section d6b: n/a (not applicable).the intraocular lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that, after implantation of a preloaded monofocal toric intraocular lens (iol), the customer noticed residue on the iol in the patient¿s eye. The iol was left implanted. The patient returned to their optometrist for postoperative care and is scheduled for a follow-up visit on (B)(6) 2026. Further information obtained indicated that no damage was observed in any part of the device prior to the reported issue, and no force was applied during lens delivery; the event was not attributed to use error. The lens condition was described as the iol having frayed edges while remaining intact in the patient¿s left eye. No patient injury or unplanned medical or surgical interventions were reported. No further information was provided.